Event description:
It was reported that the right ventricular (rv) lead had increasing, unstable, and high impedance. It was also reported that the rv lead was fractured. Multiple shocks were required as part of the rv lead replacement procedure, and it was reported that the device had possible early battery depletion. The rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis revealed that the device met 36% of expected longevity with battery st 44% on the depletion curve, equaling a projected longevity of 82%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.